Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with inserting the sensor. Customer stated that she tried it last night and it did not give a signal. Customer stated that she tried again this morning but the same thing is happening again. Customer's blood glucose was 325 mg/dl last night. Customer's blood glucose was 278 mg/dl this morning. Customer stated that her current blood glucose is 434 mg/dl after the set change. Customer stated that her blood glucose was 297 mg/dl and then 414 mg/dl at the time of the incident. Customer felt very lethargic due to the high blood glucose. Customer took a manual injection with a needle before she called. Customer's blood glucose was reported as 408 mg/dl, 388 mg/dl, and 297 mg/dl. Customer reported that she has contacted her health care professional regarding her high blood glucose. Customer stated that the infusion set was pulled out. Customer was advised that this may have contributed to the high blood glucose.